Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that the interior portion of the lower aligner rub their tongue causing abrasions and discomfort. The top aligner cut into their frenulum. They have tried filing down the aligners. Requesting additional information for possible manufacturer error since this has been an issue since the start.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.